Event description:
It was reported that during a recanalization procedure, after aspiration, the catheter and guide wire got allegedly hot and immediately removed out of the body for flushing. It was further reported that water allegedly leaked from the hole of the collection cable. It was also reported that catheter was allegedly blocked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. During investigation, the test guidewire was not able to pass through the gear wheel due to hardened saline. After short work in the water guidewire passed, the catheter worked without any malfunction and nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported mechanical jam issue. However, the reported leak/splash and overheating of the device cannot be confirmed as an outcome of the investigation and/or the provided pictures. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, after aspiration, the catheter and guide wire got allegedly hot and immediately removed out of the body for flushing. It was further reported that water allegedly leaked from the hole of the collection cable. It was also reported that catheter was allegedly blocked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.